Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, pain, increased sensitivity. Ill fitting denture, the prosthetic broke in half prior to patient appointment.